Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient with an asystole rhythm, the device was unable to obtain an ECG signal via one step electrode pads. A new set of zoll pads were placed on the patient and functioned as intended; the device displayed an ECG signal, analyzed, advised and delivered shock. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. According to the complainant, the patient was gravely ill. The prognosis was not favorable. Complainant indicated that there was an error in opening the pad set.